Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements. A shock vector breakdown had the following measurements: triad = 121 ohms, rv-to-can = 134 ohms, rv-to-ra = 196 ohms, and ra to can = 149 ohms. It was noted that this rv lead was already programmed to initial polarity and maximum energy shocks for continued monitoring, and the shock impedance alert value was set to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.